Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing measurements, low pacing impedance measurements and high threshold measurements. The clinical observations were noted after the patient was implanted with a left ventricular assisted device (lvad). A revision procedure was performed and the lead was removed from service without further incident. No additional adverse patient effects were reported.